Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ((B)(6) 2018 scheduled removal') and ovarian germ cell teratoma benign ('dermoid of the right ovary') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced headache ("throbbing pain in head, on the side"), abdominal rigidity ("spasms") and flatulence ("gas") and was found to have ovarian germ cell teratoma benign (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic right oophorectomy and removal of essure). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the medical device removal and headache outcome was unknown and the abdominal rigidity and flatulence had resolved. The reporter provided no causality assessment for ovarian germ cell teratoma benign with essure (ess205). The reporter considered abdominal rigidity, flatulence, headache and medical device removal to be related to essure (ess205). The reporter commented: fu 17jul2020: per medical record: (note discrepancy), essure insertion date was (B)(6) 2008 and removal date: (B)(6) 2014. Essure removal details: pre-post operative diagnosis: dermoid of the right ovary. Normal pelvic anatomy. Otherwise, uterus was normal in size, shape and contour. The left ovary was normal as well. She had 3 cm dermoid on the right ovary. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: headache. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: ovarian germ cell teratoma benign. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical records received. Events "ovarian germ cell teratoma benign" was added. Essure ess205 was inserted (previously reported as ess305). This case is medically confirmed. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal (B)(6)18 scheduled removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("throbbing pain in head, on the side"), abdominal rigidity ("spasms") and flatulence ("gas"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6)2018. At the time of the report, the medical device removal and headache outcome was unknown and the abdominal rigidity and flatulence had resolved. The reporter considered abdominal rigidity, flatulence, headache and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events abdominal spasm and gas were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('(B)(6) 2018 scheduled removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("throbbing pain in head, on the side"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and headache outcome was unknown. The reporter considered headache and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Essure removal done. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.